Event description:
It was reported that during an unknown procedure, the knife of the device could not come out; the surgeon used higher force to push out, but some staples were still in the device; some staples were malformed. Another device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded by the facility.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.